Manufacturer narrative:
Continuation of medical devices: cmrm6133 envelope; 419688 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant of the left ventricular (lv) lead where an absorbable antibacterial envelope was used, the patient had yellow fluid coming out from the cardiac resynchronization therapy defibrillator (crt-d) pocket. It was noted that the patient wound was never healed, and the physician believed that the main reason was due to the chemotherapy the patient received for cancer. The crt-d system was removed to prevent further expansion of the infected pocket. No further patient complications have been reported as a result of this event.